Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported a belt slip failure of the roller pump. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per email from user facility's biomedical engineer (biomed): "the pump was being used in the arterial location; the pt was still in the room, but this was post-procedure and pt was off bypass. I don't believe there was any interference with the return of blood products to pt. Surgical procedure was completed with no pt issues. The pump was taken out of service the following day, when the MFR loaner arrived. No use was made of the machine until after the loaner arrived".